Event description:
A report was received stating that during use of the listed device, the tracheostomy tue material wa observed to be separating at the shaft, exposing the tube's internal wiring. A replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.